Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported she did not see or feel a string after insertion. The string was wrapped around the tampon. She was able to manually remove the tampon and did not seek medical assistance. No further information has been received.